Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
Initially the customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm which occurred on the homechoice (hc) during use. During the conversation the patient stated that they had been released from the hospital 2 weeks ago and had been in the hospital with peritonitis, but was feeling much better now. On (B)(6) 2011 follow up information was received by product surveillance from a peritoneal dialysis nurse (pdn). On an unreported date, the patient began treatment with dianeal pd4 2.5% (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in (B)(6) 2011 the patient experienced peritonitis coincident with dianeal 2.5 % therapy. The pdn stated the patient was hospitalized on an unspecified date for a reason other than peritonitis (specifics were not provided) and was treated for peritonitis with unspecified antibiotics. The pdn stated the reason for hospitalization was not the peritonitis. There was no tunnel or exit site infection associated with the peritonitis. The patient has recovered from the peritonitis. The pdn stated the cause of the peritonitis was poor hand washing technique and the patient has been re-trained in proper aseptic procedure. The pdn stated the casuality of the peritonitis was not related to a baxter device or solution. No concomitant medications were reported.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described in the global pharmacovigilance report; the patient experienced a breach in aseptic technique caused by poor handwashing. No assignable cause for the breach in aseptic technique was determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per the labeling review: the instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide instructs patients to put on a face mask and wash and dry/disinfect their hands thoroughly. The direction sheet provided has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.